Manufacturer narrative:
The microcatheter was returned for evaluation. Approximately 0.5cm of the catheter tip and marker band was found to be missing from the catheter. The outer tubing material at the distal tip exhibited jagged edges, stretching, and necking, and the distal tip has its inner lining and elliptical wire exposed. The catheter body was also found to be flattened at the distal section. No flash or voids molded were observed in the hub. The catheter was flushed with water and was found to be patent. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter hub. The mandrel was able to pass through the catheter hub and lumen; however, it got stuck within the damage location. No other anomalies were observed. The ancillary devices were not returned for evaluation as they may have been discarded at the site. Therefore any contributing factors from these devices could not be determined. Based on the analysis findings and the reported event details, the customer¿s report of ¿resistance in guide catheter¿ issue, the customer¿s report was not confirmed as the guide catheter was not returned for evaluation. In regards to the ¿catheter separation/break¿ issue, the customer¿s report was confirmed as the returned microcatheter was found to have its distal tip and marker band separated. Per the report, the ¿marker of catheter tip was within the lesion.¿ the broken end of the distal tip exhibited plastic deformation of the tubing material (stretching/jagged edges) which indicates that the microcatheter broke when pulled and exceeded the tensile strength of the tubing material. Additionally, the microcatheter body was found to be damaged (flattened). It is possible that the ¿resistance¿ during the retrieval through the guide catheter may have contributed to damages. However, the cause for the resistance could not be determined. Per the instructions for use (IFU): ¿never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the microcatheter against resistance may result in damage to the microcatheter, or vessel.¿ the lot history record showed no quality issues against the lot. All products are 100% inspected for damage and irregularities during manufacture.

Event description:
Medtronic received report that upon review of the post mechanical thrombectomy image, it was identified that the marker of the catheter tip was within the lesion. The microcatheter was used to cross the lesion. The mechanical thrombectomy device was reported to have made the initial pass. The device was successful in retrieving some of the clot; however, additional clot remained within a narrow area. The physician then made second pass with the mechanical thrombectomy device. The vessel was reported to have been revascularized successfully. After the vessel was revascularized, the physician reviews the follow up image and noticed the marker of microcatheter tip was within the vessel. A long time had overlapped prior to the intervention procedure and the patient's paralysis did not reverse, although, the vessel was revascularized successfully. The physician determined the consequence would be the same with or without the microcatheter piece being left inside. It was also reported that the piece of the microcatheter migrated distal to the target lesion. No attempts will be made to remove the piece from its current location.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.